Event description:
The customer reported that he received medical assistance due to a low blood glucose of 13 mg/dl. The customer could not recall the date of the event, but stated that he was at work when the event occurred. The customer stated that there have been five or six other incidents, but has no further information as he could not remember. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.